Event description:
Patient presented with small, highly calcified, iliac arteries reported to have measured 7.8 mm in diameter (off-label). On (B)(6) 2010 patient implant of a 25-16-140bl bifurcated device was unsuccessful due to difficulty accessing in a small iliac artery. The entire delivery system was removed and the physician converted to an open repair.

Manufacturer narrative:
Additional information (device evaluation): delivery system and stent graft were returned to endologix and evaluated. The tip of the delivery system had minor bend, no other damage was noted. No damage noted to stent graft. There is no indication that the event was due to a design or manufacturing issue. Review of lot records/work orders, prior reports. No issues were noted. Use of device with small, highly calcified iliac arteries is considered off-label per instructions for use.

Manufacturer narrative:
Pending device evaluation.review of lot records/work orders, prior reports. No issues were noted. (B)(4) use of device with small (7.8mm), highly calcified iliac arteries is considered off-label per instructions for use.

Event description:
Patient presented with small, highly calcified, iliac arteries reported to have measured 7.8 mm in diameter (off-label). On (B)(6) 2010, patient implant of a (B)(4) bifurcated device was unsuccessful due to difficulty accessing in a small iliac artery. The entire delivery system was removed and the physician converted to an open repair.